Event description:
It was reported that during a training/demo of the davinci system, there were repeated errors upon start up. Prior to calling, customer performed a hard power cycle on system two times with no change. Technical support engineer (tse) walked customer through ensuring system was connected properly and powered system on error 307 pointing to node 20 (vi board) was reflected in the logs. Tse explained field service engineer (fse) site visit would be required to resolve the issue. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 658360-26 vdcu cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned failure analysis, and the reported ¿error 307¿ was confirmed but could not be reproduced. Reviewed error logs and confirmed that error 307 did trigger on system. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed onto the known good in-house system and system started up normally with triggering any errors. Powered cycle system multiple times and still no issues. Left system idle for some time and still no errors were observed.